Event description:
It was reported that the patient had an infection and the entire system was removed. It was unknown what type of infection occurred, if a culture was taken or if antibiotic treatment was administered. The location of issue or symptom was the device pocket. The patient did not experience meningitis. The patient last refill occurred on (B)(6) 2014. The actions required as a result of the event included explant of the pump and catheter. The patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient experienced overdose symptoms. The patient was having a new pump implanted on (B)(6) 2015. The patient infection was reported to resolve and the patient was re-implanted on (B)(6) 2015. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).